Manufacturer narrative:
The ev1000 databox failed the ¿cvp accuracy test" and the "sample rate test". There was no patient injury reported. The values for the failed cvp accuracy test were: accuracy at 50 mmhg ¿ 46.45 (min: 49.50, max: 50.50), accuracy at 150 mmhg ¿ 146.53 (min: 148.50, max: 151.50), accuracy at 250 mmhg ¿ 246.61 (min: 247.50, max: 252.50), accuracy at 310 mmhg ¿ 306.66 (min: 306.90, max: 313.10). The device history record was reviewed; no related non-conformances were found. No previous related record of servicing. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Cvp readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During service at the (B)(6) service center, the ev1000 data box failed functional testing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.